Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files could not confirm the reported low flow alarms. According to the account, the reported alarms were due to hyperkalemia, renal dysfunction, and a severely depressed right ventricle. The controller event log file contained events from 04sep2024, per the timestamps. The file did not contain events prior to this timeframe as they were overwritten by newer incoming events, per design. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists renal dysfunction, right heart failure, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had syncopal and near syncopal episodes at home along with low flow alarms that were no seen in the alarm history. Log files did not capture any low flow alarms. The log files were full of pulsatility index (pi) events on 04sep2024. The patient had marked hyperkalemia and acute kidney injury (aki) on chronic kidney disease (ckd) that required initiation of continuous renal replacement therapy (crrt) for 24 hours. The patient also had chest pain. They had an echocardiogram (echo) performed that showed a severely depressed right ventricle. The patient's left ventricular assist device (lvad) speed was decreased. A right heart catheterization (rhc) was performed that showed no evidence of volume depletion. It was felt that the patient's syncopal episodes might have been neurocardiogenic in etiology. The low flow alarms resolved. The patient was maintained with diuretics.